Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone at 25 mg/ml and unknown dosage via an implantable infusion pump for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was found unresponsive at 6:30 on (B)(6) 2018. Narcan was administered twice and the patient responded briefly. It was noted that the it (intrathecal) dosage was adjusted on (B)(6) 2018. No further complication was reported.